Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va28ak3, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative via a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that there was multiple high impedances on the lead. The lead was replaced. Additional information was received from rep on 2021-oct-14 and 2021-oct-15 reporting that the lead will not be returned.